Event description:
It was reported that the patient's right ventricular exhibited high capture threshold. It was alleged that the lead had become dislodged. The lead was explanted and replaced. The patient was stable.